Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit has a damaged upper screen. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
(Type of investigation, investigation findings, investigation conclusions, component code), h10 a getinge field service engineer (fse) completed pm. Function check and calibrations completed. Sd/td replaced. 9v replaced with customer provided stock. System upper screen shows vertical line in middle right portion of screen. Staff notified, issue does not effect function of unit. System returned to customer.